Event description:
An injection gold probe was used for a therapeutic egd. During the procedure, the guide tube assembly detached. The fragment was removed with a grasper. There were no further complications.